Event description:
Hcp reported per device tracking report that pt experienced "mass x2 at catheter tip when neurological sequelae." Catheter explanted and pump remains implanted. Pt reported to MFR that mass may have caused paralysis and expressed concern that the pump is still implanted. A f/u report will be sent when add'l info is rec'd.